Event description:
While attempting to perform a procedure, the site reported that after starting up and logging into the system, the site continually received an error message stating the location processor was not detected. The site tried several troubleshooting techniques with no success. Therefore, the site was not able to complete the case using the superdimension system with the pt under general anesthesia. There was no harm or injury to the pt reported.

Manufacturer narrative:
A service call was performed at this site on (B)(4), 2010. Two components of the system, the union and the pc computer were replaced. The union and pc were returned to superdimension. The union was tested and was found to be functional and within specification. The pc was tested and it was found that the pc did not communicate with the union because the fiber optic ethernet card had failed. There was no injury to the pt reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.